Manufacturer narrative:
Through follow-up communication livanova learned that the device was cleaned as per the instruction for use. No further information is available for this specific event. The root cause could not be determined.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The device was positioned outside the operating room during use. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacteria chimaera and gordonae. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.